Event description:
Pt reports the pump shows restoring data then it says time out, she stated she changed the batteries yesterday and everything is plugged in properly, she could not do infusion. Infusion was unable to be completed due to pc. No adverse event was reported due to pc. Malfunctioned pump is available for investigation and will be exchanged for new one. Serial number is (B)(6). No additional information was provided. Reported to (B)(6) by pt/caregiver.